Event description:
It was reported that charging cable was damaged and charging supplies were no longer functional, with caller stating that issue first occurred about one month before report. There was no reported impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, requested tandem wall adapter instead of third-party adapter, and technical support arranged replacement charging supplies and wall adapter with two-day shipping, after which caller expressed satisfaction.